Event description:
Customer reported that a sample was tested for total bhcg with a result of <10 miu/ml. This result was reported out of the lab. The sample was repeated 5 days later and received a result of >20,000 miu/ml. After evaluation of the archive data information and tray report printouts, it was determined that the actual date the erroneous result was one day earlier than date of event. The erroneous results were reported out of the laboratory, but a corrected report was sent out. The customer indicated that there was no reported change to the patient's treatment due to the erroneous results.